Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator lower display was erratic. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the gui to breath delivery (bd) cable, the gui communications light-emitting diode (led) liquid crystal display (lcd) panel and the gui communications led backlight. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.